Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had given the customer a bolus of 5.0 units without his intervention, and it was given as a manual bolus. The blood glucose reading at time of call was 225mg/dl. The mother did not feel comfortable and requested the device be replaced. No further information was provided.